Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted from 60 to 0 percent in the middle of the night and the pump shut down. The customer had charged the pump prior to this event and the adaptor metal pin had broken off in the outlet. The customer thought that this might have contributed to the battery depletion. The customer's blood glucose (bg) level was 870 mg/dl and the customer was not feeling well. Insulin injections were used to address the bg level and the customer had disconnected from the pump. Although tandem technical support had attempted to follow-up with the customer, additional information was not provided.